Manufacturer narrative:
A field service engineer (fse) removed and cleaned the bsv, shaft and alignment. The fse replaced the worn bsv actuator assembly and bsv and performed mode to mode adjustment.

Event description:
A customer reported a rinse block leak which was later found to be a leak from the blood sampling valve (bsv) on coulter lh500 analyzer. The operator was wearing lab coat, gloves and goggles. There was no effect to patients or end user. The operator did not seek medical attention.